Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that both the right ventricular (rv) lead and atrial lead dislodged. Additionally, the rv lead exhibited high thresholds and caused diaphragmatic stimulation. The physician removed the atrial lead to reposition, but could not regain venous access. The rv lead was repositioned into the right atrium for pacing. The lead remains in use. No patient complications have been reported as a result of this event.